Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia while using the ilet during the first week of therapy, with blood glucose rising from 140 mg/dl to a reported peak of 296 mg/dl about an hour after a meal announcement, followed by a downward trend to 242 mg/dl without use of backup insulin, alarms, or medical intervention. Symptoms included no reported clinical effects. Outcomes included no functional impairment and no need for healthcare services. Investigation included complaint review, product-use review, and troubleshooting with education on expected postprandial glucose excursions. Investigation of this case revealed no device malfunction, no alarms, and user counseling provided with subsequent improvement in glucose levels. It was concluded that the event was consistent with hyperglycemia of unclear cause with no evidence of device failure. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.